Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 403:317:864:0000 during set-up in the emergency room. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 403:317:864:0000. The root cause was determined to be bent pin 25 and pin 29 on the u65 sw socket. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.